Event description:
The consumer reported that she was on program 4 at 2.8v and every time she stood up, she had to sit down right away because it was too powerful. She moved it down to 2.6v and it was not as bad at least she could stand up and sit down. The stimulation was uncomfortable. It started on (B)(6) 2016. It was also noted that the patient had not been totally pleased because she was still having leakage. It may have helped a little bit at first but it was worse at the time of report and the patient was wetting her pants. It started in (B)(6) 2015, maybe. The event date was estimated to the (B)(6) 2015 as there was no specific date provided. There was no fall or trauma related to this issue. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.